Manufacturer narrative:
Device evaluation in process. A supplemental report will be submitted for device analysis. (B)(4). Device evaluation in process.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi viperwire guide wire fractured and had to be surgically removed. The target lesion was located in the superficial femoral artery (sfa). A 6fr introducer sheath was used from a femoral approach to access the lesion. The physician advanced the viperwire guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician performed two runs, but during the second run, the device bogged down and stopped spinning. At this point, the physician noted that the guide wire fractured. The physician attempted to snare the guide wire from a femoral approach and from a pedal approach, but was unsuccessful. The patient was transferred to the operating room and the wire was surgically removed. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.

Manufacturer narrative:
The oad and proximal guide wire section were returned for analysis. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage. Further examination revealed that the crown and tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. Examination in the areas of the adhered material did not reveal any damage that would have contributed to the accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. The initial visual and tactile examination of the guide wire revealed that it was fractured 298.7 cm distal to the proximal end. The distal fractured section was not returned. Examination in the area of the fracture revealed surface wear and galling on the shaft. Biological material was observed on the shaft in this location. The fractured guide wire and oad were sent for scanning electron microscope (sem) analysis. Sem analysis identified torsional and fatigue striations on the face of the fractured guide wire. The inner diameter of the oad tip bushing exhibited guide wire material. Bench testing has shown that spinning an oad over a kinked guide wire can result in the damage observed with this oad and guide wire. As the distal tip of the guide wire was not returned, the exact root cause could not be determined. An in-house .014 guide wire was loaded through the oad and passed through the area of adhered material with some resistance. When tested, the device spun at low, medium and at high speed with no issues observed. At the conclusion of the failure analysis investigation, the root cause of the event could not be conclusively determined. The device history record for this oad lot number and the material inspection report for the guide wire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Additional information was provided to csi in procedure notes. It was discovered that in addition to the 6fr introducer sheath, the physician also used a 0.018" gold tip glidewire and a 0.014" command wire to access the lesion. The physician first tried to cross the lesion from a femoral approach, but was unable to gain luminal access. The physician then accessed the lesion from a pedal approach. The lesion was first pre-dilated with a covidien nanocross balloon at 24 atms. The physician then used the csi viperwire guide wire to cross the lesion from a femoral approach and performed atherectomy. All other procedural information was provided in the initial MDR.